Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a protected pci, a 14f manta was deployed for closure. The physician encountered severe resistance advancing the bypass tube through the hemostatic valve of the manta sheath, the bypass tube would bounce back out. A second 14f manta was opened and deployed without complication; successfully achieving hemostasis. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Event description:
As reported: issue advancing bypass tube into the sheath valve. Additional information received on 16nov2021: during a protected pci procedure, there were no issues with advancing or withdrawing procedure sheaths. There was severe resistance when advancing the bypass tube. There was no buckling or bending of the bypass tube when it met resistance. Current patient condition is reported as fine. Associated to: MDR 3010252479-2021-00209 manta.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.